Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The breach in aseptic technique was further described as pt made a mistake. The pt was not hospitalized for the event. On the same day, the pt was treated with injection vancomycin (1 gram stat for every 5th day) and injection meropenem (500 milligram twice daily [bd] for 14 days) ip for peritonitis. At the time of this report, the pt was still on same antibiotic treatment. On an unreported date, the pt's fluid was found to be clear and the pt was recovered from the peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.